Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, it was noted that as the indeflator was depressurized, the balloon would only partially deflate. The device was held negative for more than a minute for further attempts to deflate completely but was unsuccessful. Multiple attempts of inflating and deflating were performed. It should also be noted that the device was not submerged in saline during preparation.

Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Above rated burst pressure (rbp). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified proximal right coronary artery (rca). A 4.50 x 20 mm nc trek balloon catheter was inflated to 22 atmospheres at the ostium of the rca. As the indeflator was depressurized, the balloon would not deflate. Another indeflator was used, but the balloon was still unable to deflate. The balloon was removed altogether with the guiding catheter and guide wire still inflated. A new balloon was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.